Event description:
On (B)(6) 2012 the reporter contacted animas alleging that on (B)(6) 2012 the patient experienced blood glucose (bg) over 400mg/dl with ketones, nausea, vomiting, and abdominal cramps and was treated at the hcp's office. The reporter noted that elevated bgs between 300 and 400mg/dl began on (B)(6) 2012. The reporter stated that the patient was given a correction injection and the bgs did not come down. The reporter stated that the patient was put back on their previous animas pump and started a new vial of insulin and bgs have come down. The reporter noted that the patient is in charge of his own diabetes management and she was unsure if patient assesses sites or checks for kinks in the tubing or bent cannulas. The reporter wanted to review the pump to be sure it was delivering, however troubleshooting could not be completed at the time of the initial contact. Customer technical support has made several attempts to contact the reporter and complete troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
On (B)(4) 2012, the reporter contacted animas to complete troubleshooting of the pump. Troubleshooting indicated all pump settings and histories are correct. There was no pump defect found. The reporter agreed to continue working with the patient's healthcare provider for further evaluation of diabetes care and recommendations.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 8/19/14 with the following results: written. Unable to confirm or duplicate the complaint during investigation. Pump information from the date of the incident has been overwritten. No defect was found. Several occlusion alarms were noted in history, but no alarms of any type occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal program duration test. The product performs within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.